Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding. The customer's blood glucose level was 279 mg/dl. The customer stated that the insulin pump keypad was not responding, it just kept going back to the page to enter blood glucose for bolus no matter what they clicked on the insulin pump. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. The customer was asked to select the menu button that had a paper icon on the top right of the keypad and they stated when he selected that it would show to unlock the pump and then it would just go the screen to enter blood glucose for bolus. The insulin pump will not be returned for analysis.